Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right atrial (ra) had dislodged after being positioned, which was confirmed via fluoroscopy. The lead's helix was retracted and attempts made to extend the helix weren't successful. The lead was not used, and a new lead was implanted. The patient was in stable condition.

Manufacturer narrative:
The reported events were lead dislodgement and helix mechanism issue. As received, a complete lead was returned. The reported event of helix mechanism issue was confirmed. Visual examination of the lead found the helix was partially extended and clogged with blood/tissue. X-ray examination of the lead found the inner coil at the connector region was overtorqued consistent with procedural damage. After cutting the lead, cleaning the distal portion of the lead and applying torque directly to the inner coil, the helix was able to retract and extend. The measured helix extension length was within specification. The cause of the reported event of helix mechanism issue was isolated to the helix being clogged with blood/tissue and overtorqued inner coil. Electrical testing of the lead did not find any indication of conductor fractures or internal shorts.